Event description:
It was reported that an elderly pt exited the bed and fell. Reportedly, bed exit alarmed at the bed, but not at the nurse station. It is unk if there was pt injury or adverse consequences to report.

Manufacturer narrative:
Result: investigation is still ongoing, and at the moment no determination can be done. Once the investigation is completed, and the root cause determined, a f/u will be issued.